Event description:
It is reported that the band had to be removed, because the pt had cholecystitis caused by gastric erosion. There were no other pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.